Event description:
Reporter indicated that high lead impedance readings were obtained for a system diagnostics test at an office visit. A normal mode diagnostics test at this visit showed normal results. The pt had also recently experienced a longer postictal period following one seizure, which was a change from the normal pattern. The physician was notified that it is possible to have high impedance with an output status of "ok" on a systems diagnostics test, and that the output status reading of "ok" is the key indicator to whether therapy is being delivered. The pt underwent surgery to replace the lead but normal diagnostics were obtained during surgery and no products were explanted. The pt continues to do well and is receiving vns therapy.